Event description:
It was reported that pump displayed malfunction alert code 9 with associated fault ID and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions and information from technical support. Customer resumed insulin therapy.